Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that prior to use on a patient, the power cable found damaged. No patient involvement. The unit was sent ot a covidien service center for repair. Upon triage, a service tech found exposed copper wires on the power cord.